Event description:
It was reported that the pt was admitted to the ER after experiencing a syncopal episode in the morning. A heart rate of 28 bpm was noted on the ECG. When the device was interogated loss of ventricular capture was noted. After the update button was pressed, the ventricular capture resumed. The device was near eri which lead to the decision of explanting and replacing the device on 10/19.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.